Event description:
It was reported that the user experienced hyperglycemia after a supply change when the infusion set needle cover was not removed, resulting in the cannula not inserting and insulin delivery not occurring; the issue was identified during troubleshooting, and the user was guided to correctly replace the infusion set and fill the cartridge, after which insulin therapy resumed and glucose returned to normal. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without alerts, alarms, or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error leading to incomplete infusion set deployment and interrupted insulin delivery. It was concluded that the event was attributable to user error, and proper reinstallation resolved the problem.